Event description:
Ceramic tip broke off into the patient. Doctor was unable to retrieve it. Patient was ok.

Manufacturer narrative:
The subject devices has not yet been returned to the manufacturing facility, although return is expected presently. Once the subject device has been received, and an analysis completed, acmi will provide the agency an updated 3500a documenting the results.